Manufacturer narrative:
An engineering investigation was initiated; however, there was insufficient information to conduct the investigation. Fluid ingress into the connector due to improper use is a recognized failure mode, which has already been communicated to the field and addressed through design improvements. Since the transducer was not returned to the manufacturer, no additional investigation could be conducted. The transducer continues to be in use, with no further issues reported.

Event description:
It was reported the epiq cvx ultrasound system was not available during a critical procedure. During a watchman procedure, the ultrasound system displayed an error code and shut down. There was no injury associated with this event. The ultrasound system was exchanged to complete the procedure. Philips has started an investigation into this complaint.